Event description:
During a laproscopic incarcerated ventral hernia repair wwith mesh, a protack hernia tacker was used. 1st one wouldn't fire/locked up handpiece, 2nd one was given and it did same thing. Materials manager was called to room with new hernia tacker in hand and given to sterile field. The third device worked properly.